Manufacturer narrative:
H3 other text: device was discarded.

Event description:
It was reported that approximately 6 years after implantation during a planned revision surgery to address lumbar stenosis of l4/5, it was observed that an es2 short blade cannulated screw at right s1 had fractured.

Event description:
It was reported that approximately 6 years after implantation during a planned revision surgery to address lumbar stenosis of l4/5, it was observed that an es2 short blade cannulated screw at right s1 had fractured.